Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 month and a half, the surgeon performed a washout and poly swap. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 september 2024. Lot 2237058: (B)(4) items manufactured and released on 26-oct-2022. Expiration date: 2027-oct-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.